Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, an unknown surgery procedure for proximal third tibial shaft fracture was performed, and the tibial nail ex was used. The surgeon was implanting a tibial nail by using the driving cap and a mallet. As the surgeon was hitting the driving cap, the driving cap broke at the point where it threads into the insertion handle. There was a surgical delay of five (5) minutes. The procedure was completed successfully. No fragments generated. Patient outcome is unknown. Concomitant device reported: 8mm ti cannulated tibial nail-ex/360mm-sterile (part number 04.004.252s, lot unknown, quantity 1), combined hammer 700g can be mounted f/35 (part number 03.010.056, lot unknown, quantity 1), insertion handle for suprapatellar (part number 03.010.440, lot unknown, quantity 1). This report involves one (1) driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation flow: damage visual inspection: the driving cap (part #: 03.010.475, lot #: 23p3329) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken, and the broken piece was not returned. No other issues were identified with the returned device. The device failure/defect was identified. Dimensional inspection: no dimensional inspection of the device could not be conducted due to post-manufacturing damage. Document/specification review based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. The complaint was confirmed. Investigation conclusion the complaint condition is confirmed for the driving cap (part #: 03.010.475, lot #: 23p3329). There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part:03.010.475-us lot: 23p3329 manufacturing site: bettlach release to warehouse date: march 02, 2020 a manufacturing record evaluation was performed for the finished device part: 03.010.475-us, lot: 23p3329, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.